Manufacturer narrative:
Corrected data: an engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device was returned and no defect was found, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. The customer report of did not pace was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device was returned and no defect was found, a product non-conformance or device failure associated to manufacturing or design could be confirmed. A root cause could not be determined. As part of the manufacturing process 100% of the units go through an electrical inspection process. The instructions for use provides instructions on how to properly handle and prepare the catheter. It also contains the following precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry.

Event description:
It was reported that during use of the swan-ganz catheter, when connecting to an external pacemaker and setting the heart rate after catheter insertion, this pacing catheter did not pace from the beginning of transcatheter aortic valve implantation (tavi). Replacing the external pacemaker did not resolve the issue. The issue was resolved by replacing the catheter and the procedure was completed successfully. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.